Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy peritoneal effluent, abdominal pain and fever. It was not reported if the patient was hospitalized for this event. The patient was treated with gentamycin (40mg, frequency and route not reported). At the time of this report, the patient outcome is not reported. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.